Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery estimation had changed quickly. It was noted that the right atrial (ra) lead exhibited high thresholds. The ra lead outputs were reprogrammed and the ipg and ra lead remain in use. No patient complications have been reported as a result of this event.